Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed as planned by using wireless foot pedal. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch was not working. Upon troubleshooting, fse confirmed that the issue was intermittent. To resolve this issue, fse replaced the foot pedal. The defective foot pedal was returned to philips for further investigation and found that the cable was deformed, and the anti-slip ring was absent and adjusting the cable upward near the base resulted in the footswitch ceasing to transmit a signal. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.

Event description:
It has been reported to philips that the wired footswitch intermittently did not trigger x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.